Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection of the returned li-ion battery was performed and found no physical damage noted upon receipt. Archive data analysis revealed "gas gauge communication fault" up to the last entry date into the archive of 02/17/16. Random errors due to noise or electro static discharge (ead) may trigger a fault in the communication between the gas gauge and the battery processor. In most cases, the processor is able to correct the fault, and the battery continues to function normally. The battery was used successfully to perform a run_in test with the lrtf (large resuscitation test fixture, equivalent to (B)(6) patient) for 38 minutes. Therefore the exact root cause could not be determined.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 03/07/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use on a (B)(6) male, the autopulse platform (s/n (B)(4)) lost power and interrupted treatment. To troubleshoot the issue the li-ion batteries were replaced several times with partially charged batteries. There were 5 different batteries (s/n (B)(4)) used. The clinician reported that the autopulse displayed an "overheating" error message (user advisory (ua) code is unknown). It was also reported that the clinicians received a prompt from the autopulse to "check the location of the patient" (ua code unknown). The user determined that the patient's location was fine. The user restarted the autopulse and compressions resumed normally. The patient was moved to an operating room in the hospital, where the doctor noticed a "crackling" sound near the patient's throat and shoulders. A procedure was performed on the patient's throat, however, the surgeons could not remove the blood out from the cannulas and decided to perform a sternotomy. At which time the doctors noticed blood in the chest cavity. The doctor noticed a hole on the heart's back, lower chamber. The patient had a broken rib on their left side, which was determined by the clinician to have made a hole on the heart and cause internal bleeding. The patient expired. No additional information was provided. Reference: 3010617000-2016-00174, 3010617000-2016-00195, 3010617000-2016-00196, 3010617000-2016-00197, 3010617000-2016-00198.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on (B)(4) 2016. Device history record (DHR) was reviewed and no similar incidents were reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and lcd backlight was noted to be flickering. A review of the archive was performed and multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) were noted on date of the event. Functional testing was performed on the device, and device passed functional testing without any fault or error report. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is the load imbalance between left and right sides of the load plate. In this incident it is possible that the patient was not placed on device correctly or patient was possibly moving on the board during compression. Load cell characterization testing was also performed, and confirmed that both load cell modules are functioning within the specification. The platform was serviced. The functional test was performed using the 95% patient test fixture (lrtf) for several hours, and did not duplicate any of the user advisory or fault. It should be noted that autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.